Event description:
A male underwent initial aaa repair in 2008. One flex main body was placed and then one iliac leg graft placed on the right and two iliac leg grafts were placed on the left side. The patient's right iliac became more aneurismal so the physician went in six months later, and coil embolized the internal iliac and extended the external iliac by placing another iliac leg grafts. Patient is doing fine.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated that the event was due to anatomical changes overtime. However, we have notified the appropriate individuals and we will continue to monitor for similar events.